Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) evaluated the iabp due to customer concerns of "low vacuum alarms". The fse could not duplicate the fault. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) generated low vacuum alarms. The iabp was replaced with another iabp to continue therapy. There was no death or adverse event reported in regards to this reported event.